Event description:
It was reported that the trigger of the handpiece was sticking during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.